Event description:
It was reported that, following a fall, the patient experienced a loss of therapeutic effect when the implantable neurostimulator's stimulation was turned on. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3889 lot# v455641 implanted: (B)(6) 2010 explanted:na.

Event description:
Additional information received confirmed the event was due to the patient's fall. Contacts 0 and 3 showed impedance measurements >4,000 ohms. After changing the pulse width to 300, impedance measured 1610 ohms. An x-ray was taken on (B)(6)-2012 which showed good position. Reprogramming took place on (B)(6)-2011 at which time the patient was changed to program 2 at 1.3. On (B)(6)-2011 new settings were programmed. The patient did not require hospitalization and incurred no injury.